Event description:
Dealer advised where fork threads into the frame on the right side it falls out.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.